Manufacturer narrative:
Upon receipt the lead was found cut 34 cm distal to the df4 connector pin. A proximal and a distal lead fragment were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead region the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume, that due to the reported and during the x-ray analysis confirmed twiddlers syndrome, the lead had been subject of severe mechanical stress in the implanted state. Further damages, like several cuts into the insulation, the 24 cm distal to the is-1 connector pin deformed insulation and the deformed rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 55 months after the implantation the lead was explanted. Oversensing was noted on this lead. The patient shows a twiddler syndrome. The lead and the whole system was replaced.